Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, investigation findings). Due to character limitation in block e1: full event site name: (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, b5, g1(name), g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) troubleshot issue over the phone with biomed and determined pump console was not fully seated in hospital chart. Advised biomed to reseat pump console in hospital cart and confirmed batteries began to charge. Advised biomed to allow unit to charge overnight. Followed up with biomed and confirmed batteries had fully charged. Also confirmed unit displayed system test ok message and confirmed functionality of unit in hybrid and rescue modes on both ac and dc power over the phone with customer biomed. Repair checklist not completed as issue was able to be resolved remotely over the phone without any alarms on site visit. Advised customer to contact getinge with any additional questions or concerns.

Event description:
It was reported by the customer that, before use, the cardiosave intra-aortic balloon pump (iabp) unit isn't charging. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- hca-central florida regional med cta supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).